Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, markings were noted on the distal end of the device. The devices were not returned assembled together. No problem found.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9597-20 (line #1) reamer sleeve and an ar-9676 (line #2)reamer shaft are welded together. This was discovered during a procedure, after a few seconds of reaming the two bonded together so they were moving as one piece and not independently. A second ar-9676 (line #3) was opened to finish the case and then proceeded to do the same thing.